Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Poly exchange due to pt's tibial cyst. Poly had been implanted for 9 years. Review of manufacturing records showed no anomalies.